Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported receiving lost sensor alarms and weak signal alerts in relation to the sensor. Customer stated the sensor was bent. Customer also reported having a blood glucose value of 37 mg/dl the day before the call with the helpline. Customer stated low values are normal for her, and declined troubleshooting. Customer was advised to speak with her health care professional about proper sensor insertion. Customer will receive replacement sensors. Nothing further reported.